Manufacturer narrative:
An evaluation of the returned device confirmed the customer allegation ¿poor drainage¿. However, the allegation on flow issues ¿water flows without engaging the air/water valve (water feeding does not stop)¿ was not confirmed. Due to clogging of nozzle, water removal ability does not meet the standard value. Due to a scratch on distal end cover, insulation resistance value at distal end does not meet the standard value. Due to wear of angle wire, bending angle in up direction does not meet the standard value. Due to wear of angle wire, the play of up/down knob is out of the standard value. Adhesive on bending section cover had a chip, crack and had white-clouded area. Adhesive around objective lens and light guide lens was peeled. The distal end cover had a scratch. Connecting tube had a cut, wrinkle and dent. Objective lens had a scratch. Universal cord had a wrinkle. Grip had a scratch. Switches were worn out. Forceps channel port was shaved. Paint on suction cylinder was peeled. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted in completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the evis lucera gastrointestinal videoscope exhibited poor drainage. The air/water flow was ineffective and water flows without engaging the air/water valve (water feeding does not stop). The device was returned and an evaluation revealed clogging of the nozzle with foreign materials. This report is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm or injury associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to update h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely that the foreign material, which was larger than the inner diameter of the air/water nozzle, had entered inside the air/water channel and resulted in the clog. The cause of the material entering the channel could not be specified. The nozzle was not reported to have been deformed. The following information was provided regarding the user's reprocessing methods: the device was cleaned, disinfected, and sterilized before requesting repair. The presence of foreign material adhering to the device was not known. Pre-cleaning information- there was no delay to the start of pre-cleaning which was done properly. Water and air was supplied to the air/water nozzle. Manual cleaning information- it is unknown if the accessories used for reprocessing were normal. It is unknown if the scope was submerged in cleaning solution. It is unknown if the air/water nozzle was wiped or brushed with a gauze, brush, or sponge. It is unknown if liquid was sent to the air/water nozzle. The device was reprocessed with oer-4. Olympus will continue to monitor field performance for this device.